Event description:
Healthcare professional later reported capsular contracture, baker grade IV.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported left side capsular contracture baker grade unknown. Device remains implanted.

Event description:
Patient reported left side capsular contracture baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure deformation and particle was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side capsular contracture baker grade unknown. Healthcare professional reported capsular contracture, baker grade IV. Device has been explanted and replaced.